Event description:
A 28mm asd device was implanted in a patient. Twenty-two hours post procedure, the patient experienced sudden tamponade with collapse. Immediate pericardiocentesis was performed and the patient was transferred to the operating room for a sternotomy. Erosion of the ascending aorta was found during the surgical procedure to remove the device and repair the defect. The patient was reported to be doing well.

Manufacturer narrative:
This event was reviewed by aga medical erosion board chairs on (B)(6) 2011 and definite erosion was confirmed.